Event description:
Customer reportedly obtained results of 57 mg/dl, 108 mg/dl, and 126 mg/dl on the compact plus system within 10 minutes. No treatment information provided. No adverse event reported due to these results. Requested return of suspect system and replacement was sent.